Event description:
It was reported that the bd intima-ii¿ prn y adapter 22 ga 1 in broke during use. The following information was provided by the initial reporter: the patient needed to undergo enhanced CT examination, and the indwelling needle was inserted into the patient as required. The nurse checked that the outer packaging was intact before using the indwelling needle, but found that the indwelling needle was broken during use and could not be used, so she discarded it and replaced another indwelling needle to complete the operation.

Manufacturer narrative:
Investigation summary: complaint description: the indwelling needle was broken during use. Does "during use" mean before or during CT examination? Is the "needle" the cannula , the catheter, or some other part of the indwelling needle? No defect samples and pictures were returned from customer, the defect status cannot be confirmed. DHR review(lot#: 1320199): the complaint gauge is 22g, assembly at auto line 3 in dec. 2021, packaging at r240 packing machine in dec. 2021, lot quantity is (B)(4). Review the in process test and outgoing test reports for this lot products, all test results meet the product specifications, no abnormal for it. Review the production records and machine troubleshooting records for this lot products, no abnormality, deviation or rework activity. Take the retained sample of this batch and check its appearance. No abnormality is found. See the attachment for photos. No same complaint was received from the complaint lot. Conclusion(s): no abnormality is found on process and the retained sample. As no defective sample returned, and the complaint description is not detailed, the root cause of indwelling needle broken cannot be determined.

Event description:
It was reported that the bd intima-ii¿ prn y adapter 22 ga 1 in broke during use. The following information was provided by the initial reporter: the patient needed to undergo enhanced CT examination, and the indwelling needle was inserted into the patient as required. The nurse checked that the outer packaging was intact before using the indwelling needle, but found that the indwelling needle was broken during use and could not be used, so she discarded it and replaced another indwelling needle to complete the operation.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1320199. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.